Manufacturer narrative:
To date, the device has not been returned for evaluation, but photographic evidence has been provided that confirmed the reported issue. The manufacturing documents from the device history record were not reivewed because the lot number of the device is unknown. The lot number history review was unable to be completed because the lot number is unknown. A two-year review of complaint history revealed there has been a total of 3 complaints, regarding 3 devices, for this device family and failure mode. During this same time frame (B)(4) devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be (B)(4). Per the instructions for use, the user is advised the following: warnings: guidewire should not be advanced if resistance is met without determining the cause and taking remedial action. Since the marked guidewire is a reusable device that is subjected to varied use and cleaning environments, the life span of the product cannot be guaranteed. In particular, less than 1% of the sprint tips have been reported to have become dislodged during reuse or cleaning. Dislodgment of the spring tip during use may require endoscopic removal of the spring tip. Failure to remove the tip may lead to the perforation of the esophagus, stomach, or bowel and the consequences customarily associated therewith. Carefully inspect the reusable guidewire after each use. Inspect the flexible spring tip and discard the wire if the tip appears to be bent or fatigued. Also inspect the soldered joints and discard the wire if the soldered joints appear discolored, loose or cracked. Precautions: radiological monitoring of the guidewire in the gastric cavity is recommended when introducing and removing dilators. This issue will continue to be monitored through the complaint system to assure patient safety.

Manufacturer narrative:
Date of event: taken from letter from FDA with notification of report number (B)(4) received on 10sep2020. It is unknown if the reported device will be returned to conmed. The reporter has stated that the component is with their quality team and the decision to return the tip is pending at this time. A supplemental and final report will be filed following the completion of the device evaluation, if the device is returned, and/or completion of the complaint investigation. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
This complaint was created due to the receipt of a medwatch report ((B)(4)) received on 8sep2020. A search of the complaint system has not found a complaint reported for this device/lot number during this timeframe. The report was found to be written against the 000150, marked guidewire (2/cs). The report states that in (B)(6) 2020 a patient was admitted to the emergency department for chest pain. A then current review of the patient's chart indicated that the patient was seen for abdominal pain and received an esophagogastroduodenoscopy (egd) with biopsy. A CT image was taken and showed a 5cm x 2mm foreign body in the esophagus which led to a perforation, mediastinitis, and empyema. The tip of the guidewire had been found to be broken off during a egd with savory dilatation that took place on (B)(6) 2020. The guidewire was removed during the secondary procedure. The current status of the patient is listed as "recurrent leak from distal esophagus and was transferred to a tertiary center for further care and surgical repair." The reporter stated that the patient had prolonged hospitalization due to this event. This report is being raised on the basis of injury due to secondary procedure for component removal.